Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there was corrosion on all internal components which appeared to be rust. This inner corrosion will cause the device to not turn freely due to increased friction and will not allow the collet to fully grasp the pin. The corrosion was likely caused by improper cleaning and sterilization of product.

Event description:
It was reported that the device would not hold a pin during testing at the MFR. There was no pt involvement and no allegation of adverse consequences associated with this event.